Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for a system implant. Upon interrogation, the implantable cardioverter defibrillator exhibited over current and was not implanted. Another device was implanted successfully and the procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. Excessive device current was detected. The excess current drain was traced to the hybrid. The cause of the excess current was undetermined.